Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0414 captures the reportable event of balloon torn material.

Event description:
It was reported that a nephromax nephrostomy balloon catheter device was used during a percutaneous nephrolithotomy (pcnl) procedure. During the procedure, after the patient underwent right percutaneous nephrolithotomy (pcnl) the nephrostomy tube fell apart where the tubing meets the luer lock hub. Reportedly, it was found that the tube near the hub was broken and it was noticing a leakage from the tube. This requires replacing the tube and the patient felt discomfort as a result of this event.

Manufacturer narrative:
Ditional information: block a2, block b5 (describe event or problem), block e1, block e3 and block h6. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Device codes a0401 and a050401 has been updated to capture that this event will no longer be reportable.

Event description:
It was reported that a nephromax nephrostomy balloon catheter device was used during a percutaneous nephrolithotomy (pcnl) procedure. During the procedure, after the patient underwent right percutaneous nephrolithotomy (pcnl) the nephrostomy tube fell apart where the tubing meets the luer lock hub near the junction where the blue nephrostomy tube meets the white connector/hub and there was leakage. The procedure was completed with another of the same device with no patient complications. The patient only felt discomfort but was stable at the conclusion of the procedure.